Manufacturer narrative:
(B)(4). The reported issue was identified to be associated with a field correction action under z-1609-2015. The reported issue was repaired under remediation and the suspect component will be returned to carefusion. The device was tested and is meeting all service specifications.

Event description:
The customer reported that the ventilator alarmed circuit occlusion and would not ventilate. It is unknown if there was any patient involvement.